Event description:
The cardiologist attempted arteriotomy closure with techstar xl 6f device. The needles stalled in the barrel during deployment. Back down was unsuccessful and the patient was taken to surgery to have the device removed. Surgery was successful and the patient did fine.